Event description:
It was reported that during a hemorrhoidectomy procedure, the staples in the 9-12 o'clock position didn't form a b-shape and the device didn't cut. Used a scalpel to cut the hemorrhoids and used suture to ligate. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.